Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: this previously was only pharmacy tubing issue but one of the tubing¿s that my department had ordered was found leaking.

Manufacturer narrative:
The following information has been corrected: g.4. Reportable aware date: (B)(6) 2020.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Upon visual inspection of the photo, no leakage was observed; therefore, the incident could not be verified. A device history record review for model 2426-0500 lot number 20053107 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. No product will be returned per customer. No investigation was performed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: this previously was only pharmacy tubing issue but one of the tubing¿s that my department had ordered was found leaking.